Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing an electrical fault alarm. The controller was exchanged from the 1.0 to the 2.0 and the problem was resolved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller with unknown serial number was not returned for evaluation. Log file analysis was not conducted since log files covering the event date were not available during the time of analysis. As a result, the reported "electrical fault" alarm could not be confirmed. Based on the risk documentation, possible root causes of the reported event may be attributed to multiple factors, including but not limited to contamination by foreign material of the driveline connector and/or a marginal driveline connection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.